Manufacturer narrative:
On october 29, 2021, mentor received additional information indicating additional symptoms that the patient are experiencing: bad pain in spine and constant pain behind breasts, numbness in ribcage starting near breasts to the spine, tightness in chest and associated difficulty breathing. Patient was advised by their surgeon that the breast implants were too large and the patient is upset because it was the surgeon that suggested the size. The patient also has shoulder pain bilaterally and tingling sensation. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Health effect - clinical code: generalized illness. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient, who's undergone primary breast augmentation with two 500cc mentor smooth round high profile saline breast prostheses, suffered several unexplained systemic symptoms, including pain all around the breast area, extreme pain and tightness around rib cage - limiting range of motion, affecting posture, and affecting hips. She suffers from anxiety, depression, constant pain, issues with food, fatigue, sleeping issue and cannot sleep on sides or stomach. She also has pain in her lower back and shoulders. One side moves a lot and they cannot workout since it is painful. One side feels harder and the other side is starting to go to the side, which results in muscle pain. It was not specified which symptoms belongs to which breast, so the harder breast was assigned to the left breast and the device malposition was assigned to the right breast. A supplemental report will be submitted when clarifying information becomes available. The root cause of the patient¿s symptoms is unclear. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch form is for the left breast prosthesis.